Event description:
It was reported that during a hemorrhoidectomy and prolapse procedure the purse string was created and the doctor indicated the first part of closing the device was fine and about half-way down the gap setting scale, it became very difficult to complete the closure. Doctors were; however, able to bring to the low level. The firing was difficult and did not feel right. The doctor did not get good tactile or audible feedback. When the instrument was released, it had not fully cut. The instrument was eventually able to be removed and a number of the staples were unformed. Doctors proceeded to reinforce the entire staple line with interrupted sutures. At the completion of the procedure, the operative site appeared alright. The pt was sent home. On post op day 2, the pt presented with severe abdominal pain and was readmitted. Initially, there were no findings. The pt was observed. The following day pt was found to have free air and an exploration was conducted. Pelvic abscess was drained and a colostomy was performed. The pt spent most of the week in the ICU with evidence of sepsis. Presently the pt is starting to improve and has been released from the ICU.